Manufacturer narrative:
The device was used for treatment. This case is being reported as a MDR as the incident was considered life-threatening due to the level and duration of oxygen desaturation. The inomax dsir plus device was returned for investigation. The complaint of no/n2 system leak and low no alarm was able to be confirmed through the service log and was reproduced at the regional service center (rsc). Further investigation of the device found the leak was due to a shutoff valve failure. As a result, the shutoff valve was replaced, and the device passed all subsequent leak testing. The root cause for the no / n2 system leak and low no alarm was most likely due to a shutoff valve failure. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. The most likely root cause for the patient's oxygen desaturation is due to the abrupt discontinuation of the no therapy. The staff was able to connect the second inomax device within 5 minutes from the observed hypoxia and the patient's oxygen saturation was able to normalize within 10 minutes. Hospital staff confirmed that the integrated pneumatic backup nor the inoblender were utilized as they believed there was no no gas being delivered. Per the inoblender operator's manual page 4, the intended use for the inoblender is as a backup to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, no / n2 system leak, low no alarm, and oxygen desaturationn. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event term: low oxygen saturation. (B)(4). Ap 24-apr-2026.

Event description:
Customer called to report a no/n2 system leak and low no alarm that occurred with a inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. Customer stated the hospital staff noticed an audible leak coming from the inomax dsir device and immediately began to troubleshoot. The customer reported that while troubleshooting the observed no was not being delivered and the device had alarmed that there was an issue with no delivery. A second cylinder was connected; however, the issue was not resolved. The staff then went to prepare a second device to deliver no therapy. The device was used in conjunction with the sensormedics ventilator and while the settings were adjusted, the staff noticed the patient's oxygen saturation decreased to 57%. The staff was able to connect the second inomax device within 5 minutes from the observed hypoxia and the patient's oxygen saturation was able to normalize within 10 minutes. The patient's heart rate and blood pressure remained stable throughout the event. Pressure on the ventilator was increased to 46 to clear c02 and fi02 increased to 100% for 6hrs post event. The inomax dsir plus was returned for investigation.